Event description:
Complainant alleged that the clinicians were treating a pt who was presenting a bradycardia heart rhythm. The pt was on standby pacing as the clinicians attempted to reposition the pt on the bed. The complainant reported that the posterior electrode's wires became disengaged from the pad and wire fragments dropped into the bed. A nurse then reached for the wire in an effort to protect the pt and received an unintended delivery of energy. The complainant indicated that the pt did not receive an unintended delivery of energy. The complainant indicated that the pt did not receive an unintended delivery of energy and there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the clinician is doing fine and did not require any follow up treatment from the received pacing pulse.